Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to the customer returning the sensor opened and used. The needle was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that when the customer removed their sensor the electrode was missing. No further details were given. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.